Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a "beam on" hanging status. The investigation found that during the treatment delivery, there were interruptions in communication. The workstation locked-up and the treatment was not recorded. The prescribed treatment is delivered, as intended; however, the sequencer application is no longer in operation to receive the treatment verification and record the provided treatment information. Review of the record, user messages, and/or in operation of the software will make clear to the user that the provided treatment has not been recorded. As the treatment is delivered as prescribed, no serious injury or death occurs, nor would either be foreseeable if the event were to recur. Mosaiq did not have any malfunction and is working as designed and intended.

Event description:
The customer reported a "beam on" hanging status.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.